Event description:
It was reported that during threshold testing this right ventricular (rv) lead (implanted in 2008) exhibited high amplitude non-physiologic artifacts which could be seen on rv sensing channel. The artifacts were not reproducible with movement and manipulation but were reproducible during pacing. Review of impedance trend data showed several occurrences of impedance drops from 900 to about 250-300 ohms. The patient will be transferred to the hospital for lead replacement. No adverse patient effects were reported. This product remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).